Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was protruded. The patient's blood glucose at the time of incident was 222 mg/dl. The customer did not mention how the damage occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner and scratched case.